Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. There was no report of patient injury or harm. The device will be considered as in use when the issue was found.